Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula. The blood glucose level of the patient was ranged between 280-320 mg/dl. The issue occurred with three similar types of infsuion sets used for 8-10 hours and the site was patient's abdomen. Consumer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1880566 - MDR 3003442380-2024-05885- device 2 of 3.